Event description:
It was reported, the handpiece began spitting grease during an orthopaedic procedure. There are no reports that the substance came into contact with the patient or site. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted when the investigation is complete.